Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, an interrogation illustrated this device was at end of life (eol) and in safety mode. The patient was hospitalized and scheduled for a replacement. No resulting adverse patient effects were reported. It was noted the unit would not be returned for a longevity analysis when explanted.

Event description:
Subsequent information reported this device has since been explanted and is intended to be returned for analysis. No further information has been provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. An engineering-level longevity prediction calculation was then completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the rate of battery depletion fell within an acceptable range. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This unit has been archived as meeting all specifications.